Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she needed assistance with setting on the device. Customer's blood glucose was 444 mg/dl. Customer declined troubleshooting for high blood glucose. Customer will not be returning the device for analysis.